Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device displayed error message code"status 56" on the monitor screen during power up. A "status 56" indicates cpu failed to communicate with the epu. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The initial report incorrectly reported the device evaluated by MFR section "h3". This report is updating section "h3" to correctly report that yes the device was evaluated by MFR.